Event description:
The clinician reports, that the implant was inserted (B)(6) 2015 in ada 24 of the patient's mouth. On (B)(6) 2019, loss of osseointegration of the implant was verified. Patient presented with poor oral hygiene and inadequate bone quality / quantity. The device was forwarded to the manufacturer for investigation. The patient experienced the following at the time of event: infection, peri-implantitis, bleeding, abscess and inflammation. No further patient complications were reported.